Event description:
It was reported that PICC noted to be leaking at point of wings. PICC removed and replaced. 5f sl PICC inserted (B)(6) 2020 by clinical nurse consultant (cnc). (B)(6) 2020 noted it was leaking. Patient was attached to a 24 hour baxer bottle. The line flushed well with no resistance. Iit was reported by a nurse it was also coming from the wings. New PICC place nil issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking PICC is inconclusive due to poor sample condition. One photo sample of a 4 fr powerpicc solo sl catheter was provided for evaluation. The catheter is shown inserted within the patient¿s right arm and is secured by a statlock securement device. Gauze dressing is present at the catheter hub location. Yellow discoloration is present on the statlock device and gauze dressing. The image does not allow for a clear inspection of the catheter surface or extension tubing. No visible evidence of a leak was noted from the image. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking, and over-pressurization. Since the reported issue could not be determined from the image provided, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1543 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC noted to be leaking at point of wings. PICC removed and replaced. 5f sl PICC inserted (B)(6) 2020 by clinical nurse consultant (cnc). On (B)(6) 2020 noted it was leaking. Patient was attached to a 24 hour baxer bottle. The line flushed well with no resistance. Iit was reported by a nurse it was also coming from the wings. New PICC place nil issues.